Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the generator device had sealing issue with the device. The surgeon experienced bleeding on the short gastric. Physician felt that it seemed as if the instrument was not sealing. An end tone was heard and there were no re grasp alarms. Blood loss was minimal. The instrument was plugged into a different generator during the case and worked well. Assumed no issue with the device as it worked well with different generator. No patient injury reported.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by manufacturer. The visual inspection found no defects. The customer reported that during the procedure, the device had sealing issue. The surgeon experienced bleeding on the short gastric. Physician felt that it seemed as if the instrument was not sealing. The investigation isolated the failure to the bent pin, but a root cause was not identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the generator device had sealing issue with the ligasure maryland. The surgeon experienced bleeding on the short gastric. Physician felt that it seemed as if the instrument was not sealing. An end tone was heard and there were no re grasp alarms. Blood loss was minimal. The ligasure instrument was plugged into a different ft10 generator during the case and worked well. Assumed no issue with the ligasure device as it worked well with different generator. No patient injury reported.